Event description:
User facility reports the following: during disposal of stylet into sharps container, nurse received needlestick. Location of clip on stylet is unknown. Hospital protocol followed for needlstick.